Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurement on the right atrial (ra) lead. Additionally, the patient experienced muscle stimulation around the generator site and in the abdominal area. A thorough examination found that the generator site stimulation was due to the right atrial automatic threshold (raat) test. An x-ray revealed that the right ventricular (rv) lead was positioned near the diaphragm, which the health care professional (hcp) considered to be the source of the abdominal stimulation, as it was reproducible with the ventricular output at 2.5v. Further programming changes caused the patient discomfort. Subsequently, the pacing and output settings were left unchanged; however, the upper limit for pacing impedance was increased. The system was switched back to the bipolar configuration, and it was noted that the patient will continue to be monitored. No additional adverse patient effects were reported. This ra lead remains in service.